Manufacturer narrative:
The returned device was evaluated. The unit was able to obtain readings and found to visually and audibly alarm during alarm conditions. Further review noted as a secondary failure the device could only remain on battery power for six (6) hours before shutting down. In addition the power on/off key was found to be malfunctioning. The key would get stuck when pressed. The customer complaint regarding the screen blanking out was not confirmed. A service history record review reveals this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): corrected data.

Event description:
The customer reported the screen blanks out. No patient impact or consequences were reported.